Event description:
Initial report. During follow-up of patient treated with prostalund coretherm system, the patient complained of slight urine leakage thru the rectum. Could possibly be a rectal fistula. The patient is currently catheterized and will be reexamined in three weeks.